Manufacturer narrative:
Results and conclusions: during analysis, there was a staple found inside the spline tube which could have interfered with the anvil engaging the splines properly. Damaged splines will cause misalignment between staples and staple pockets resulting in malformed staples.

Event description:
Oesophagectomy procedure. Pcs29 dlu was fired and pc read, "firing complete" message. Staples were not formed; however, it properly cut. A leak developed which was corrected by sutures to complete the case.